Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged breathing issues, particles in tubing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection: missing modem side panel door. Very little unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Also, a potential tiny black hair or fiber was at the input of the blower box. Slight dust-like contamination on top of the blower motor. Rear panel o-ring was deformed and not fitting properly. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage other than the rear panel o-ring, or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. Review of the device log showed: -errors logged: 0 errors were logged. -device was likely reset prior to pil receipt as indicated by the device having 10.8 machine hours and no blower or therapy hours. Risk tag (ER 2219697 v20) associated with this mode of failure: irrit02, infect01. The results of this investigation do not impact the calculated risks. Section h6 health clinical code has been corrected and medical device problem code, type of investigation, investigation findings and investigation conclusions have been updated.